Event description:
It was reported that during a clinic visit, the patient with this implantable cardioverter defibrillator (ICD) system reported having experienced a shock. During interrogation, the ICD was found to be operating in safety mode. The health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm). Ts was unable to confirm if the ICD delivered a shock or was appropriate if delivered, due to the device being in safety mode. Ts discussed device programming while in safety mode with the hcp and recommended for device to be replaced. Subsequently, a replacement procedure was performed. The ICD was explanted and replaced with a new device successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that during a clinic visit, the patient with this implantable cardioverter defibrillator (ICD) system reported having experienced a shock. During interrogation, the ICD was found to be operating in safety mode. The health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm). Ts was unable to confirm if the ICD delivered a shock or was appropriate if delivered, due to the device being in safety mode. Ts discussed device programming while in safety mode with the hcp and recommended for device to be replaced. Subsequently, a replacement procedure was performed. The ICD was explanted and replaced with a new device successfully. No additional adverse patient effects were reported.